Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the battery reached normal end of life with telemetry and output okay.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 4300-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 4300-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 435135, serial# (B)(4), product type: lead. Product ID: 435135, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported that the patient had a sudden return of symptoms and had vomiting and abdominal pain, so their health care provider (hcp) changed out the implantable neurostimulator (ins) and leads on (B)(6) 2016. Complete system explant was done and a new system was implanted. The symptoms may have been going on since (B)(6) because the manufacturer representative was told the patient saw their managing hcp possibly in (B)(6), but they did not know the event date. There was no trauma or falls reported. It was unknown what diagnostics were performed related to the abdominal pain and vomiting and the cause was gastroparesis. It was unknown if the patient recovered completely as the revision was just done today. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.